Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. Global transmitter functional testing was performed and the transmitter passed with no deficiency. The customer complaint of a loss of connection was not confirmed. The root cause could not be determined post investigation.